Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor (gold).unit received with no vibrator alert due to broken black wire on vibrator motor. Unit received with cracked case at display window corners, belt clip slot and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had vibrator anomaly. Customer's blood glucose at time of incident was unknown. Customer stated the pump vibrator feature does not work. Customer stated that the pump did not vibrate during the vibrate test. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.